Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12080. It was reported that the patient presented in clinic for a scheduled right ventricular (rv) lead revision. Rv lead noise was observed. The rv lead was explanted and replaced. During the procedure, the left ventricular (lv) lead was pulled back, and loss of capture was noted. An attempt to reposition the lv lead was not made due to a concern of completely dislodging the lv lead. Programming change was made. The patient¿s condition was stable throughout the procedure.